Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator failed with an error. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
Per field service engineer (fse) the unit is alarming low leak co2 rebreathing risk. The fse advised customer the buy the air module assembly. The customer declined repair and refuses to pay for the repair. The unit was not repaired.